Event description:
Reported as a possible leak that may have been caused by the physician who did the first fill, who may have punctured the tubing. Patient feels lack of restriction, however no physician has confirmed a leak. Follow up findings : "an MRI was performed that showed no fluid in the band, although there have been eight fills to date".

Manufacturer narrative:
The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."